Event description:
IV remodulin pt using cadd solis pump. Pt reported experiencing dizziness at times and weight gain. Pt also reported one of the pumps battery life constantly reads 100%, it does not adjust to battery life. Pump return tracking info not available. Photos were not provided. This is a continuous infusion. Set flow rate/volume delivered are unknown. Position of pump when alarm occurred unknown. No additional info available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.